Manufacturer narrative:
Zip code: (B)(6). (B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "seroma fluid" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "pain and breast is hard" "ruptured implant".

Event description:
Physician reported right side insufficient information. Physician later reported right side "ruptured implant" confirmed via ultrasound/mammography and "pain and breast is hard." Device was explanted "intact." Additionally reported "seroma fluid from right breast pocket" found intraoperatively.

Event description:
Physician reported right side insufficient information. Physician later reported right side "ruptured implant" confirmed via ultrasound/mammography and "pain and breast is hard." Device was explanted "intact." Additionally reported "seroma fluid from right breast pocket" found intraoperatively.

Manufacturer narrative:
Device photo analysis: visual analysis of the photographs identified; device patch with lot number 3210979, deformation. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.